Manufacturer narrative:
One boxed f/r, bl, 4.5mm, series 3000 /6 device was returned for evaluation of the reported complaint mode, ¿shedding/flaking.¿ the used blade presented with poor plating adhesion of the silver finish. The plating was peeling from the nickel strike undercoat. The failure mode of metal shavings was confirmed to be peeling silver plating. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
It was reported that during a shoulder scope procedure using boxed f/r,bl,4.5mm,series 3000 /6 metal shavings were found. The metal shavings were removed using another shaver. There was a procedural delay of 5 minutes. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.